Event description:
The following has been reported by customer: pump keeps reporting air in line, pump sensors cleaned well, no improvement. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the air sensor has been changed that solved the issue. The defective air sensor was sent back to brézins for further investigation. This is the original air sensor of the device. During visual inspection, nothing was found on the ribbon cable, but ceramics were oxidized. The problem of defective air sensor is a known topic. An investigation is underway through an internal CAPA in order to find all possible root causes and correct them. This sample is made available to the technical team to increase the test samples if necessary. Therefore, this complaint is considered as valid and the root cause is linked to a defective air sensor. To our knowledge, this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.